Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found the inner coil to be overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil and helix being clogged with blood/tissue.

Event description:
It was reported that during a follow up in clinic, x-ray imaging was performed and dislodgement of the right ventricular (rv) lead was observed. While repositioning the rv lead during the revision procedure, the helix was unable to retract. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.